Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
Additional information was received and reported the device remained in use and has now triggered elective replacement indicator (eri). The patient is scheduled for device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.